Event description:
Product reference number: 2017865-2025-11435. It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead and right atrial (ra) lead had exhibited episodes of noise, some of which were identified as electromagnetic interference (emi). No additional intervention was performed. There were no patient consequences.